Event description:
N/a.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0002445. Please refer to mfg report number 2249723-2025-0002445 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0002407 in your database."

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had battery charing problem and unexpected shutdown with beeping sound. There was no patient involved.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.